Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a total abdominal hysterectomy with sigmoid resection. There was a leak at the proximal donut, which was not complete. There was a staple still in the device, completely open (straight legged staple still in pocket.) There was a "b" formed staple on the donut. It appears that the anvil was not aligned. They saw the orange guide and it was a textbook firing. The leak was repaired with suture. There was no adverse consequence to the patient.